Event description:
It has been reported to philips that x-ray/exposure was not available on the allura system during a procedure. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the procedure was delayed 1 hour. A philips field service engineer inspected the system onsite and checked the log files. It was confirmed that the xsc high voltage module in the image processing pc was faulty. The xsc was replaced and the associated calibrations were performed, after which the device returned to use in good working order. The codes were updated based on the investigation outcome. Evalution method and health impact codes were corrected.